Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
(B)(6) 2019 - it was reported that this pacemaker exhibited premature battery depletion (pbd) boston scientific technical services (ts) confirmed the allegation. This device was explanted a replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Residual gas analysis found a higher-than-expected amount of hydrogen within the device. Analysis confirmed a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal.

Event description:
(B)(6) 2019 - it was reported that this pacemaker exhibited premature battery depletion (pbd) boston scientific technical services (ts) confirmed the allegation. This device was explanted a replaced. No additional adverse patient effects were reported.